Event description:
It was reported that the inflatable penile prosthesis (ipp) did not inflate, and it is presented fluid loss. A surgical procedure was performed to replace the cylinder and pump. There were no patient complications.